Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a red-light alarm occurred. There is no documentation of what needs to be replaced to address the issue. It is noted that the trilogy evo system pca, trilogy evo blower assembly, trilogy evo proportional valve (aecm), trilogy evo 3 way solenoid valve, and trilogy evo machine flow sensor were all defective. The trilogy evo blower bellows seal and trilogy evo blower mount were found to be contaminated.